Event description:
Complainant found foreign object described as 2 used test strips and one rusty safety pin in sealed box of monolet original lancets. Complainant also stated that the box contained two types of lancets: white with cap and blue and round circle. Complainant notified firm and firm wanted her to return the product.